Event description:
The patient received her scs system on (B)(6) 2007. It was reported that the patient had been experiencing intermittent stimulation, and that eventually she lost stimulation altogether. The ipg would not communicate with the programmer or the charger. The ipg had not flipped. The system was removed on (B)(6) 2007. The patient was implanted with another system at a later date. Follow up on the patient found that no further issues have been reported. The ipg was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg fails to communicate with patient programmer or charger. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.